Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called and stated that he had an alarm the previous night that required him to exchange the system controller. The pt reported that a low battery alarm occurred the previous night and he exchanged his batteries without resolution, so he exchanged his system controller. On interrogation the vad coordinator noted a low voltage followed by low voltage/pump off. The pt exchanged his system controller and the issue was resolved.